Event description:
It was reported the patient could not establish communication between his ipg and programmer and was not receiving stimulation. Subsequently, the patient underwent surgical intervention on (B)(6) 2014 where the physician decided to remove the ipg and replace it with a new one, which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.